Event description:
It was reported that the rn was calling to report what like "chunks of charcoal" in the helium driveline tubing. The rn stated there have not been any alarms that he is aware of. The clinical support specialist (css) explained that any color inside the helium drive tubing indicated that there had been an abrasion on the intra-aortic balloon (iab) membrane and should be removed. The rn verbalized understanding and stated they would call the md with this info. At 9:25pm. (B)(4) a return call from the rn came in stating that the md came in to assess the pt and he felt that the substance in the helium line was from a previous pt that had a ruptured iab and had been forced out of the intra-aortic balloon pump (iabp). The md changed the tubing and the console was sent to biomed to be checked. The md planned on leaving the iab in place as the pt was very dependent on the iabp and take the pt to surgery tomorrow morning. The css explained to the rn the recommendation was to remove the iab. The rn needs to frequently assess the driveline for any signs of blood or helium loss alarms. He verbalized understanding and will save the iab after removal from the pt. At 6:20 am, the css spoke with another rn who is now caring for the pt. He stated there was dark material in the driveline tubing again. He called the md to inform him, but the md has decided to leave the iab in place until surgery later this morning. The iabp has been pumping with no alarms and supporting the pt appropriately. The risks of leaving the iab in place are difficulty with removal and blood in the console. Add'l info was rec'd on (B)(6) 2013, which stated that the css did a f/u call with the rn and as referred to the cardiac liaison the cardiothoracic intensive care unit (cticu). She stated the pt went for coronary artery bypass graft (CABG) surgery, came out of the operating room (or) with the iab in place and post-op day #1 the iab could not be removed at the bedside. The pt returned to the operating room for surgical removal of the iab which did reveal the iab had ruptured. The pt has since been discharged from the cticu in stable condition with no further complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.